Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced. The reason was not provided. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.